Event description:
It was reported that a red alert was detected due to this cardiac resynchronization therapy defibrillator (crt-d) system exhibiting a low, out-of-range right ventricular (rv) pacing impedance measurements of lower than 200 ohms. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that a red alert was detected due to this cardiac resynchronization therapy defibrillator (crt-d) system exhibiting a low, out-of-range right ventricular (rv) pacing impedance measurements of lower than 200 ohms. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported this right ventricular (rv) lead exhibited high thresholds measuring 2v. The patient is scheduled for a device replacement. Subsequently, the device was explanted and replaced, and the current rv lead remains in service. No additional adverse patient effects were reported.